Manufacturer narrative:
According to the facility "the string is raveling bad and is causing this to be left in the patient when the or team is dabbing the body with the gauze". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the string is raveling bad and is causing this to be left in the patient when the or team is dabbing the body with the gauze".